Manufacturer narrative:
Eval summary: x-rays were received: misalignment of components is not detectable in any of the views provided. Pre-revision x-rays from one year post implantation show the femoral and tibial components were in contact in the flexion, but not after revision. Photograph provided of the explanted articular surface shows the device to be damaged, the dovetail area appears to be among the regions damaged. Surgical notes were not provided, therefore surgical technique is unk. Deformation of the dovetail typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Review of the device history records did not find any deviations of anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to detachment of the articular surface.